Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient was admitted to hospital with supraventricular tachycardia, interrogation revealed the r-wave sensing amplitude had declined since implant. A chest x-ray did not find any damage to the lead. The patient will be monitored remotely.